Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set would not flow and air was observed in the line. It was further reported; the filter was observed empty ad there was air below the filter right above blue slide clamp. The drug remained in the drip chamber ¿all the way to the top of the filter¿ and drug remained ¿below the blue slide clamp all the way to the end of the tubing¿. The device was used during patient infusion with daratumumab; in conjunction with an unspecified infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including priming, pressure and clear passage testing were performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.